Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an open book image error on the screen of the insulin pump. Customer¿s blood glucose value was 100 mg/dl. Customer was sleeping. Customer was advised to discontinue the use of the insulin pump and refer the backup plan as per health care professional instruction. The device will return for the analysis.